Manufacturer narrative:
User facility report # (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that states the patient required re-operation for bleeding on post operation day #1. The patient presented with an acute cerebrovascular accident (cva) on post operation day #2 as evidence by right visual field changes by exam and left posterior cerebral artery (pca) infarct involving the left occipital lobe and thalamus. Aspirin and coumadin were in use; heparin had not been started due to post operation bleeding issues. High risk for hemorrhagic conversion prevented utilizing heparin bridge post cva.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The patient remains ongoing on vad support. Bleeding and stroke are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding ¿anticoagulation¿, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.